Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was failed. A field service engineer (fse) could not find anything wrong with the biometric identifier and verified the functionality through hardware test application. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.